Manufacturer narrative:
This device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. The 3191 code was utilized due to the surgery that occurred.

Event description:
It was reported that this system was subsequently explanted per the request of the patient. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual examination of the device header and case noted tool marks. The seal plug had cut marks on it but there was no hole in the seal plug. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received two inappropriate shocks while sleeping. Episode review noted smart pass was off. The r-wave signal had diminished and then p-wave over sensing occurred. A boston scientific technical services consultant stated the amplitude reduction is likely due to positional change. Testing was performed and review of the s-ECG which was recorded in office with the patient lying on side, similar position to when the patient was sleeping, and the inappropriate shocks were received. Auto setup selected primary vector and turned on smart pass. Eight months later another inappropriate shock was delivered. Data review noted the p-wave measurement and qrs complex were the same amplitude and the device was triple counting the p-wave, qrs and t-wave. X-ray identified the electrode was in a high position. A revision procedure was performed, and the electrode was removed from service and replaced. No additional adverse patient effects were reported.